Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance of greater than 3,000 ohms and loss of capture. The rv lead had dislodged which was confirmed via fluoroscopy. The patient underwent a lead revision procedure and the rv lead was successfully repositioned. The lead remains in service. No additional adverse patient effects were reported.